Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing a fiber in a patient's eye during the one day postoperative visit. There is no known harm to the patient. No sample retained. This is one of two.

Manufacturer narrative:
This is one of two. (B)(4).

Event description:
Additional details was provided by the surgical coordinator who reported that the ophthalmic surgeon brought the patient back to the operating room ten days after the initial surgery and removed the retained fiber from the left eye. No other information is expected.

Manufacturer narrative:
(B)(4).

Event description:
Additional details was provided by the surgical coordinator who reported that the ophthalmic surgeon brought the patient back to the operating room seven days after the initial surgery and removed the retained fiber from the left eye. This is one of two.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record (DHR) and the lot history could not be reviewed. The returned sample was sent to the particulate lab and the results identified the foreign material as white cotton. The root cause of the customer's complaint could not be established as we were unable to determine where or when the cotton was introduced into the pack, however, the most likely root cause was related to the manufacturing process. (B)(4).